Manufacturer narrative:
Product ID: 3889-28, lot# v989275, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had a new ins and leads placed on (B)(6) 2013 because ¿3 of 4¿ leads were not functioning, so the whole system was replaced. The patient was redirected to her healthcare provider.